Event description:
It was reported that during a surgical procedure at the user facility, the device was overheating. The procedure was completed successfully with a back up device with no clinically significant delay, no medical intervention, and no adverse consequences reported.

Manufacturer narrative:
The device was discarded by the manufacturer.

Event description:
It was reported that during a surgical procedure at the user facility, the device was overheating. The procedure was completed successfully with a back up device with no clinically significant delay, no medical intervention, and no adverse consequences reported.